Event description:
On (B)(6) 2025, a 29mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. Length of membranous septum was 4.5mm with CT and 6mm with ice. Calcification was confirmed from the annulus to the sub valvular to lvot. Baseline was sinus rhythm. Pre-dilatation was performed with a 22mm balloon. The valve was implanted at a depth of 5mm non-coronary cusp, 6mm left coronary cusp. During placement of the valve, the patient developed complete atrio-ventricular block (cavb). Temporary pacemaker was placed and patient was moved to the intensive care unit. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention, surgery, and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.